Event description:
The manufacturer received information alleging a power issue occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's alternating current connector was damaged and required replacement to address the issue. However, no repairs were completed because the device was scrapped.